Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a hysteroscopy, the forceps disintegrated after being inserted into the sheath, and a fragment of the forceps subsequently fell into the uterine cavity. Other forceps were used to extract the broken fragment. The user suggests the forceps were defective. The procedure was extended by 30 minutes - that's how long it took to remove the rivet". No negative impact in state of health reported.